Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by inflating the cuff with a syringe and submerging it under water in order to verify for leaks. As a result, leak was detected in the pilot balloon.the reported customer complaint was confirmed. And the most probably cause of issue was determined to either be wear of the rubber used in the fixture for the printing of the inflation line, or lack of detection by production personnel. Manufacturing was determined the cause.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex blue line ultra suctionaid tracheostomy tube, air reported to have leaked from the cuff while in use. No reported adverse effects.